Event description:
The eea and anvil were being placed when the staple line across the stomach came apart. The staple line was over sewn and the anastomosis was done by manual suturing. The staples had not formed the b-shape properly. About 40 mins was added to surgery time and estimated blood loss was less than 200cc.